Event description:
It was reported that the patient had a new device implanted. Later that day, the patient's device alarm triggered and continued to sound every four hours for the course of several days. The lead integrity alert had triggered for atrial and right ventricular pacing impedances being out of range, yet all values measured within range and were stable. It was noted that the lead integrity alerts were turned on in the device prior to implant. The patient came into the clinic and the warning was cleared during interrogation of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.